Event description:
Physician reported that during injection on pt, 2 syringes had adg needle disengage from syringe entirely with ensuing spillage of collagen. Though no injury alleged, event is being reported due to the possibility of injury should similar event occur.